Manufacturer narrative:
Insulin pump passed displacement test and unexpected restart error test. No unexpected restart alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected restart and a cold reset was performed alarm. Customer's blood glucose value was unknown at the time of the incident. Troubleshooting was performed. The customer stated that the alarm happened shortly after inserting a new battery. Advised that the insulin pump will need to be replaced. Advised to monitor the insulin pump and that the customer may continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.